Manufacturer narrative:
Other applicable components are: product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported the patient was not getting any electrical stimulation coming through their lead. Their healthcare provider (hcp) turned the stimulation all the way up and the patient could not feel it. The patient had surgery to repair their lead two years ago, and mentioned their surgeon did not see anything damaged when they removed and replaced the lead, it had just stopped working. The hcp clarified that the lead was not explanted, it was the extension and the ins. The hcp reported that the patient had impedances of > 30,000 ohms at contacts 0 and 2. The hcp reported examining the extension but did not find anything wrong with it. The patient also had a sudden onset of tremors during this period. The hcp reported that the return of symptoms has since been resolved. No further complications were reported as a result of this event. Patient concomitant medications included sinemet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the extension and ins were replaced on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: neu_unknown_ext, explanted: (B)(6) 2016, product type: extension . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had needed their lead replaced because they fell off their bike. The patient stated that the lead had just stopped working. They stated the lead was sent back to the manufacturer and found that there was nothing wrong with the lead and that it just stopped. There were no further complications reported.